Event description:
A home patient in (B)(6) was hospitalized with suspected hemolysis after developing abdominal pain, fever and jaundice following a dialysis session. The patient used a revaclear 300 dialyzer during the dialysis session. No additional information has been provided at this time.